Event description:
The patient stated that her infusion device was beeping and "2.01" was displayed on the screen. She stated that the power pack had been in use for 3 weeks. She stated she was aware of the power pack recall. The pt was advised to insert a new power pack and her infusion device functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.